Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, peeling of the coating on the connecting tube was noted. In addition, bending section cover leak, plastic distal end cover damage, mouthpiece damage, scope connector cover damage, plug unit damage, angulation less or specified value, and forceps movements were noted. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that a deformation of the instrument channel port was observed with the evis exera iii bronchovideoscope. The event occurred during preparation for use, prior to a bronchoscopy procedure. A similar device was used to complete the operation. During a standard service inspection of the customer returned device, peeling of the coating on the connecting tube was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem occurred because the device was exposed to physical and chemical stresses. With respect to the physical stresses, the following presumptions were made: -the insertion section interfered with and was rubbed against the mouthpiece. -the device was used in the procedure while the insertion section was not smoothly passed through the endotracheal tube. With respect to the chemical stresses, the following presumptions were made: -a non-water-soluble spray-type pharyngeal anesthetic (e.g., a xylocaine spray) was directly sprayed on the insertion section. -the device was reprocessed by a detergent solution which was not recommended by olympus. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Important information ¿ please read before use - do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. ·operation : insertion of the endoscope : if necessary, apply a medical-grade, water-soluble lubricant to the insertion tube ·compatible reprocessing methods and chemical agents : detergent solution : use a medical-grade, low-foaming, neutral ph detergent or enzymatic detergent and follow the manufacturer¿s dilution and temperature recommendations. Contact olympus for the names of specific brands that have been tested for compatibility with the endoscope. Do not reuse detergent solutions. -do not pull device with excessive force. -only water-soluble lubricants can be applied to insertion section. -compatible reprocessing method and chemical agents are specified.¿ olympus will continue to monitor field performance for this device.